Event description:
Sales rep. States that the o.r. Nurse was burned while assisting during a trivex procedure. The lightsource was not on standby and the illuminator was placed on the drape and it burned through the nurse's gown and to her skin. It is unknown where the burn is located. No additional information is available at this time.